Event description:
On (B)(6), 2010 , medwatch uf/importer report (B)(4) was received: event desc: surgeon noticed a piece of metal inside the patient's abdomen. Further investigation noted that part of the robotic permanent cautery spatula instrument was cracked and missing a piece. The piece was removed from the abdomen and taken odd the field.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint engineering found the ceramic sleeve to be chipped ad the base of the spatula. No additional cracks were found on the sleeve and no arc trac was evident on the sleeve or clevis. No other damage was found.